Manufacturer narrative:
Findings: unit had intermittent up button response due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the up button doesn't respond unless pushed down on hard. The customer stated the up button is has been like this from the start. The customer stated that the others buttons are fine.the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.